Event description:
Reporter indicated that pt has early childhood myoclonic epilepsy and that seizures worsened after implant of the vns system. It was also reported that the device was explanted in 2001 and the pt was diagnosed with vocal cord paralysis.